Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.5/2.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to low vault was observed. On (B)(6) 2023, one of two lens repositioning was performed, but they did not resolve the issue. On (B)(6) 2024, the lens was exchanged for a replacement lens and the problem was resolved. Reportedly, "the lens was implanted in the patient's eyes for two adjustments due to rotation, and the last lens was implanted vertically." Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken/bent. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).